Event description:
Pt had 7 day holter device on discharge from hospital 3 weeks later pt dropped off device and claims she was making report with FDA for 3rd degree burns on her chest. No pictures accompanied the device. Device appears intact